Manufacturer narrative:
The device has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted with this pacemaker is scheduled for a generator changeout procedure. A note in the patient's chart stated the device and non boston scientific leads were not working. The pacemaker still has some battery life remaining, however there is no capture at max outputs. The patient is currently on a temporary pacing system. The health care provider stated the issue was likely due to the leads, which were implanted over 20 years ago.